Manufacturer narrative:
(B)(4). Facility name not provided patient information not provided incident date was not provided. Implant and explant date were not provided. Lot number not provided UDI not provided re-processing information not provided since the lot number was not provided, this information cannot be determined occupation of initial reporter not provided (B)(4).

Event description:
According to the reporter, during a laparoscopic sigmoid resection with transanal eea anastomosis, 2 ends of the eea were connected. Stapler was fired. Air leak test performed, and there was an air leak at the 11 o'clock position. Three sutures were then placed at the site. Air leak test performed again, negative.no harm.